Event description:
It was reported that insulin from the reservoir leaked during normal use. No further information was provided.

Manufacturer narrative:
Inspected three random sealed reservoirs, performed pre-fill reservoirs and transfer guards tests per specifications, tests passed. No occlusion anomalies found during filling. Performed manual prime and high-pressure test per specifications, using a new infusion set along with the insulin pump, the reservoirs passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found. All reservoir connected/locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.